Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data were thoroughly analysed. The analysis did not reveal any indication of a device malfunction, in particular the current consumption was normal and expected. Further analysis revealed that the displayed remaining service time resulted from a switch from charge counter to the more accurate battery impedance measurement between the aforementioned follow-ups. This does not represent a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data did not reveal any indication of a device malfunction.

Event description:
Ous MDR - it was reported that the battery rest capacity displayed by the pacemaker decreased between two follow-ups, indicating premature battery depletion. No adverse patient side effects were reported and the patient will continue to be followed.